Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined drawer 3.1 and all its cubies were not detected on bus. A field service engineer had disassembled and reassembled the inside of the drawer but found no issues. Hence had reseated all connections on the back of the drawer and had replaced the drawer board to resolve the issue. The fse also replaced the retractor band of the drawer during preventative maintenance. The system functioned as intended after the field service engineer had repaired the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 was not detected on bus and multiple pockets were not open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.